Manufacturer narrative:
This ipg serial number was included in the field advisory.

Event description:
It was reported that the patient did not recharge the scs ipg for approximately a year. Ipg was inoperable. As result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Reportedly, therapy was restored post-operatively.